Event description:
The customer reported that when the gantry angle reached a 45-degree position, the bow-tie filter became detached and fell to the floor. The customer indicates the problem is that the "green" accessory light illuminates, even though the filter is not correctly inserted into the stop notch. There was no injury to patient or user as a result of this event, and no patient data was provided.

Manufacturer narrative:
The customer acknowledged that they had failed to insert the bow-tie filter into the stop notch, which caused the bow-tie filter to fall off. The site technician was not familiar with proper mounting process of the bow-tie filter. Varian's field service engineer provided instructions for proper mounting when installing the bow-tie filter and the device was returned to operation. No patient injury occurred in this case. The allegation that the green accessory light was illuminated is still under investigation, but varian has determined that an MDR is appropriate, as this event, should it recur, could potentially cause a serious injury.